Manufacturer narrative:
Exact date unknown, event occurred years ago. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20729756/21697337.

Event description:
It was reported that the patient underwent an explant procedure wherein all devices were removed for an unknown reason. No further information could be obtained despite good faith efforts.